Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus provided troubleshooting for changing the settings for the light output and the reporter was satisfied. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
Olympus representative reported on behalf of the customer that the cv-170 was dim. The serial number for the device is unknown. There was no patient involvement associated to this report.

Manufacturer narrative:
The investigation has been completed. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the brightness setting of the illumination light was not properly performed. We are not able to perform a device history record review as no serial number was provided and the device was not returned.